Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised because of loosening of the tibial tray at the bone/cement interface with depuy cement. Osteolysis was noted.